Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report that the tubing leaked. The customer stated the set has been discarded and is not available for failure investigation.

Event description:
The customer reported a tpn bag emptied faster than expected, either from a leak versus user programming error. The tpn infusion orders were 3.2 ml/hr in a 250 ml bag to infuse over 24 hours. The infusion started at 1630 on (B)(6) 2013 and at 2300 the bag was found empty and there was a puddle of tpn on the floor. The i.v. Set was not saved. The customer is requesting a log review to check for programming and volume infused to help determine if the tpn on the floor could account for the bag being empty faster than expected. There was no report of patient harm or medical intervention. No further patient or event information was provided.